Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching 280 mg/dl. The pod worn between 24 and 36 hours on the arm. The patient experienced high ketones. At the hospital the patient was treated fluids and was prescribed promethazine (12.5 mg). The patient was released a few hours later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. (B)(6). The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 (B)(6). Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. (B)(6). Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.